Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2019-14979. Clarification to b3 date of event: partial date 2019 - patient reported date of symptom onset as "1 year after surgery" a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Patient reported right side breast was "different" from the other one, feels "a weird and bad sensation", and was later told they had capsular contracture ¿on top of right breast¿. Healthcare professional later confirmed right side capsular contracture baker grade IV. Patient representative later reported the patient "felt a change in the size of breast, swelling and irritation", "pain", and "was affected by high blood pressure of psychological origin, caused and aggravated by the concern/possibility of becoming a victim of lymphoma". Device was explanted and replaced.